Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component code, investigation conclusions), h11. Corrected field: d1, d4 (version or model). A getinge field service engineer (fse) states the third tank in the package was full and the unit operated fine. A new 3pack of helium tanks (0075-00-0024-03) was sent for replacement. The unit operated fine on the 3rd new tank that was used. No functional tests were performed because this was a consumables issue.

Event description:
N/a.

Event description:
It was reported by customer that, the 2 out of 3 new helium tanks of cardiosave iabp were empty out of a box. No patient involvement or injury reported.

Manufacturer narrative:
Additional information: due to characterization limit e1 (event site full name: (B)(6). The provided d4 (catalog #, serial# and unique identifier (UDI) #) and g4 (PMA/510(k)#) product details belongs to the cardiosave iabp that has the defective accessory helium tank. A supplemental report will be submitted upon completion of our investigation.